Manufacturer narrative:
Outcomes attributed to adverse event: other: retention. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that starting on saturday, after the patient used a defibrillator on someone at work (patient works as a certified nursing assistant (cna)), they urinated themselves and had multiple episodes of incontinence the patient could not control. Not even a half hour after they used the defibrillator, when they were walking, it looked like they were nine months pregnant with their water breaking as their bladder emptied out. Their communicator could not connect with the stimulator. They tried multiple times yesterday and were eventually able to connect to turn therapy back on, as therapy was off when they connected with the ins. They "jacked" their therapy up to 1.1 volts, but reported still leaking urine. They did not know how therapy got turned off because they always had therapy on. Therapy did not want to turn back on following this event for a full day. They were now not able to fully urinate (fully empty their bladder). They were going on eighteen hours of this. They had to wear a pad since they were having continuous small amounts of leakage and were not able to fully urinate. The patient clarified they turned therapy back on at 1.1 volts on saturday following this event and had not noticed any improvements in their symptoms since then. A therapy overview was reviewed and it was recommended they follow up with their healthcare provider to have the ins checked and to discuss symptoms. The patient mentioned they called the on-call doctor yesterday and were redirected to contact the manufacturer help line. The role of the help line was reviewed and the patient was redirected to their healthcare provider to further address the issue.